Event description:
During a surgical procedure with a patient on the table in a chair position, back up, leg down, partial trend, it was reported that the level button on the hand control was pressed and the table started to move into trendelenburg. The table was evaluated by a berchtold field service representative. The movement could not be duplicated. Testing found the batteries to be low and an invalid cpu code. Although low batteries and the cpu error could not be directly attributed to the reported problem, the batteries and the cpu were replaced as a precautionary measure.